Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, pulmonary embolism and a left lower extremity deep vein thrombosis were observed and not pre-existing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 month and 1 week following the implant of this transcatheter bioprosthetic valve, the patient developed syncope and was hospitalized. Atrial fibrillation, pulmonary embolism, and a possible aneurysm located at the top of the valve were noted. Five days later, repeat imaging revealed that the aneurysm had either resolved without intervention, or may have never existed. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: no computed tomography (CT) imaging provided for evaluation, just the report and one CT video clip scrolling through a ortic root. CT imaging quality appears to be suboptimal with noise and motion artifact. Possible aneurysm seen near the non-coronary cusp and right coronary cusp, approximately 5mm above the valve inflow, extending to 55mm. Would need to review repeat imaging to compare and verify if aneurysm resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 month and 1 week following the implant of this transcatheter bioprosthetic valve, the patient developed syncope and was hospitalized. Atrial fibrillation, pulmonary embolism, and a possible aneurysm located at the top of the valve were noted. Five days later, repeat imaging revealed that the aneurysm had either resolved without intervention, or may have never existed. No additional adverse patient effects were reported. Additional information was received that the patient had a history of atrial fibrillation and was on anticoagulant medications, a pulmonary embolism, and a left lower extremity deep vein thrombosis. Subsequently, an inferior vena cava filter was placed. No additional adverse patient effects were reported.